Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 138.5 and 139.0 cm from its proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned packaging coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, resistance was encountered, and the pusher assembly mid-joint was unable to be advanced through the introducer sheath. Evaluation of the returned ruby coil lp revealed that the introducer sheath was completely off the pusher assembly. Therefore, the reported complaint could not be confirmed. Further evaluation revealed that the pusher assembly was fractured, and the distal fractured segment was not returned for evaluation. If the ruby coil lp is forcefully advanced against resistance, damage such as a kink may occur. If the kinked device is further manipulated, damage such as a fractured may result. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02027.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using packing coil lps, ruby coil lps, and a non-penumbra microcatheter. During the procedure, two ruby coil lps were implanted into the target vessel using the microcatheter. Next, a packing coil lp would not advance from its initial position within its introducer sheath. Therefore, the packing coil lp was no longer used. The same issue occurred with a ruby coil lp; this coil was also no longer used. The procedure was completed with two additional ruby coil lps and the same microcatheter. There was no report of an adverse effect to the patient.